Event description:
It was reported that a spectrum pump was under infusing. Any pt involvement is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it out of specification in relation to the reported symptom, device was underinfusing, which was not reproduced. A flow rate inaccuracy greater than -5% (-5.12%) was found during flow rate testing. Flow rate inaccuracies greater than +/- 10% were not found during flow rate testing. The device was recalibrated.